Event description:
Reporter alleged obtaining discrepant blood glucose results of 450 mg/dl back to back with a result of 200 mg/dl when testing was performed within 2 minutes on the advantage system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.